Manufacturer narrative:
Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
Surgeon was inserting a helical blade into the nail for a tfn procedure when it was noted that the end position of the helical blade was not correct. The flat part of the flute for the helical blade was not superior as it should be. Surgeon backed out the helical blade and used another helical blade. The end position of the 2nd helical blade was also incorrect, where the flat part of the flute for the helical blade was not superior. Surgeon left the 2nd helical blade in place and completed the procedure. This is the 2nd of 2 reports submitted on this event.